Event description:
On (B)(6) 2026, a patient underwent a repair procedure due to a leak in the red extension of a hickman/leonard/broviac central venous catheter. Reportedly, there was a breakage along with extravasation. The current status of the patient is unknown.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a repair procedure due to a leak in the red extension of a hickman leonard broviac central venous catheter. Reportedly, there was a breakage along with extravasation. The current status of the patient is unknown.

Manufacturer narrative:
H11: additional information was received (B)(4) was initially created separately to capture the leak issue on the red extension of a 7fr double lumen hickman catheter, which had been reported under (B)(4). However, the follow up response received by email clarified that the reported product 0600540ce, lot hukr0065 is actually a single lumen catheter, and there was only one catheter repair, and it was already documented under (B)(4). Here is no alleged deficiency or malfunction with the product. This report is no longer being considered a complaint file and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a serious injury.g3section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.